Event description:
It was reported that a user experienced recurring leaks involving both cartridges and connectors, occurring approximately three to four times, with blood glucose remaining stable around 130¿150 mg/dl; the described device problem was a leak/splash associated with the reservoir component. No clinical signs, symptoms, or conditions reported during the event. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage at a seal consistent with a leak/splash issue localized to the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. Replacement connectors and cartridges were shipped, and the user was advised on real-time troubleshooting for future occurrences.

Manufacturer narrative:
Initial.